Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed preventive maintenance testing, (no further information provided). It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "failed preventive maintenance," which was confirmed and reproduced. Baxter's device evaluation found the device to under deliver with a flow rate inaccuracy greater than 5% at multiple rates. Test results: rate = 40 ml/hr, vtbi = 10 ml, delivery = 9.213 ml (-7.87%). Rate = 100 ml/hr, vtbi = 25 ml, delivery = 23.136 ml (-7.456%). Rate = 400 ml/hr, vtbi = 100 ml, delivery = 92.335 ml (-7.665%). Rate = 800 ml/hr, vtbi = 200 ml, delivery = 182.347 ml (-8.8265%). Rate = 999 ml/hr, vtbi = 250 ml, delivery = 227.857 ml (-8.8572%). Rate = 200 ml/hr, vtbi = 50 ml, delivery = 48.567 ml (-2.866%). No component could be identified for causality. The unit was reworked and calibrated to ensure flow delivery is within specification. The date of event on the initial manufacturer report was incorrect and has been updated. (B)(4).